Manufacturer narrative:
The product was returned for further investigation. The failure "cylinder defective" could be confirmed during the inspection. During investigation of the device, functional tests and visual inspections were performed. It was determined that the most likely cause was an internal failure during production. The root cause of the failure was corrected through training of the staff in the prodcution line. The defect device was repaired and it's now working as intended. Based on this, not further actions are required.

Event description:
The customer reported that on the shuttle the left lifting cylinder lifts out of the base plate. The table with the patient on it tipped to the left. No harm was reported in relation to the allegation.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer reported that on the shuttle the left lifting cylinder lifts out of the base plate. The table with the patient on it tipped to the left. No harm was reported in relation to the allegation.